Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: a carefusion certified 3rd party service technician field serviced the suspected device and was not able to confirmed the reported issue. Analog board was replaced as precaution.

Event description:
The customer reported that the turbine was stopped functioning.